Event description:
It was initially reported that a critical alarm was heard and confirmed by telemetry due to a motor stall. The stall occurred without recovery just after midnight on (B)(6) 2012 with the message "stopped pump may exceed tube set." There was no therapy or medical problem experienced by the patient at the time; drug delivered via the device was hydromorphone 500mcg/ml at a daily dose of 119mcg. It was later reported on (B)(6) 2012, that patient experienced increased back and leg pain. There was no MRI, or any exposure to magnetic fields known. Medication dose was adjusted, reduced by 50%. The pump and catheter were replaced and patient outcome was noted as resolved without sequela.

Manufacturer narrative:
Concomitant medical products: catheter model: 8590-1, lot #: n065307, implanted: (B)(6) 2006, explanted: unk; catheter (made by another manufacturer) was implanted (B)(6) 2006 and explanted (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that an indium study was done on 2012-(B)(6); a rotor study was also done that confirmed the stall. The cause of the stall was unknown.

Manufacturer narrative:
Analysis of the pump revealed pump motor corrosion and gear train anomaly. An incomplete catheter was returned in segments (sc assembly and a non-manufacturer metal piece attached to the distal end that was not analysed) . Analysis of the sc assembly revealed no anomaly, acceptable catheter testing.